Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 54.4 cm from the distal tip was returned. Multiple internal insulation abrasions were found between 15.5 cm to 19.1 cm from the distal tip. The etfe coating was intact at these locations. (B)(6). Failure (event) observed during analysis. No complaint received with return of the device.

Event description:
This report is to advise of an event observed during analysis.